Event description:
In 2006, turp procedure was completed with no adverse events reported and pt was discharged. At conclusion of procedure, hosp personnel did not notice that the beak had broken off the instrument. Twenty two days later pt came back to hosp because he was passing blood and what he described as "plastic" in his urine. Dr did an x-ray and found object in urethra. Two days later dr performed a procedure to remove object; when it was retrieved, dr found it to be a piece of a ceramic beak that hosp believes broke off during previous procedure. Dr successfully removed piece; there were no other pieces found. Pt condition post-op was good.